Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The philips biomedical equipment technician (bet) confirmed that the speaker required replacement. The part 453564208091 ss cbl speaker assy fs was ordered. The speaker was replaced by the bet, and the device was operational after repairs were completed.

Event description:
Philips received a complaint on the suresigns vm 4 patient monitor indicating that the audio failed. It is unknown if the device was in use at the time of the event. There was no adverse event reported.